Event description:
CT of the chest with contrast recently on [redacted] with an incidental finding: relatively similar roughly 18 mm long and thin wire fragment within the right lower lobe anterior basilar segmental pulmonary artery. PICC line placed [redacted] approximately 4 months ago by [redacted]. Patient had an ir [interventional radiology] procedure [redacted] approximately 4 months ago: exchange of peripherally inserted central venous catheter (PICC) under fluoroscopic guidance done [redacted] in ir. On [redacted] IV therapy evaluation due to discomfort with recently exchanged l [left] upper arm dual PICC [peripherally inserted central catheter]. R [right] basilic powerglide midline placed.